Event description:
The facility representative contacted (B)(4) technical services to report a colleague infusion pump with failure code 18:115:885:03e8; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 18:115:885:03e8 was confirmed during product evaluation. This condition was caused by the device having an incompatable personality setting for functional test mode. Service performed testing on the device (as per baxter procedures) and made the devices personality a permanent setting to correct the reported condition. This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.